Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 was not working properly over the past few cases. They stated that sometimes the hemopros don't seal properly and sometimes they won't power at all. They confirmed that they use the correct power settings per the ifus. The hospital did not report any patient effects for any of these cases. The product is returned.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).